Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been to the emergency room with hyperglycemia. The patient's blood glucose levels reached over 400 mg/dl while wearing the pod for an unspecified amount of time. The controller was completely unresponsive and will not power on. Symptoms reported include abdominal pain, tiredness, dehydration, and fatigue. The patient was treated with a total of 20 units of insulin through injection pen and was given an injection pen to take home. The patient was discharged the same day. The patient resides in the united kingdom but was travelling to united arab emirates at the time of the reported event.